Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/22/2020.

Event description:
The customer reported that the ventilator powered off by itself. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient did not require medical intervention as a result of this event. The patient involved was a (B)(6) year old female.